Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they felt a 'warm sensation around the battery'. They further explained that it did not hurt them but felt like a burning sensation. Patient was asked if the burning sensation went away if the stimulation was turned down / off but patient refused to turn down the stimulation because they do not know if they will be able to urinate. Patient was redirected to check on the ins and system with their health care professional. No further complications were noted or anticipated